Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that an "auto" alarm occurred. Customer declined providing additional information regarding this alarm. Customer's blood glucose was 172 mg/dl. The pump was reset to address the event.

Manufacturer narrative:
Per the tandem pump user guide: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). You must resume delivery to continue therapy.